Event description:
The reperfusion catheter kinked when it was removed from the pouch. The catheter was not used.

Manufacturer narrative:
Technical eval: a flat spot was found on the distal flexible segment 6.3 to 6.6 cm from the distal tip. Conclusion: the incident is confirmed as reported. The cause of the flat spot cannot be determined. A DHR review for this mfg lot was performed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed (B)(4). The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.